Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the home choice (hc) during use during prime while the patient was not connected. The caregiver (cg) stated that the connector on the patient line looked defective. The technical service representative (tsr) assisted in opening the hc door. The cg was to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver on (B)(4) 2012. He stated that the white female patient line connector was not pushed into the end of the patient line all of the way. It was barely pushed inside of the line, to the point where he was afraid that it could fall out. After starting over with new supplies, therapy went well. There were no samples available and he did not recall the lot number. Since then, the patient's therapy has been going well with no further issues.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.